Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 bronchoscope, the tip of the bronchoscope got stuck at the bifurcation of the bronchial and tracheal lumens and the distal end of the scope broke off. The tip remained in the coviden 37 fr endobronchial tube but was still attached to the bronchoscope by the scope's internal wiring. No delay in the procedure, use of a backup device, or harm to the patient or user was reported..